Event description:
Reporter alleged the lancet needle that is a part of the multiclix system used in finger-stick blood glucose testing protruded outside the cap and would not retract after it was used. No actions were reported taken or treatment received as a result of the readings. A request was made for the return of the suspect device and replacement product was sent.